Event description:
It was reported that smiths medical cadd solis pump had a blank/black screen alarming and wouldn't power off. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: one cadd solis vip pump was returned for investigation in good condition. Error code 42224 was observed upon power up. Further investigation of the pump determined that the pump software was corrupted. This was identified as the root cause of the product problem. The problem source of the reported product problem was unknown. The issue was resolved after the software was reinstalled.